Event description:
Medtronic received information that this bioprosthetic valve, implanted 7 months, was explanted due to aortic insufficiency.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event appears to be due to bias wear. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible. A large tear and abrasions in the belly of the left cusp adjacent to the point of coaptation. A remnant of glistening off-white pannus remained attached to the left cusp along the inflow margin of attachment, extending into both the non-coronary left and left right inferior coaptive areas. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record verified that this product met design specification when it was released for distribution. The cause of the tear appeared to be due to bias wear. Host tissue overgrowth likely influenced valve performance of the valve and is generally considered a patient related condition.